Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Manufacturing location: (B)(4). Manufacturing date: 11 august 2010. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was a surgery to apply (B)(6) proximal femoral nail anti-rotation (pfna) for a femoral trochanteric fracture on (B)(6) 2015. During the surgery, the attachment of the reported buttress compression nut and the reported pfna aiming arm became unlocked due to the protection sleeve being pushed back by the soft tissue. It happened when turning the buttress nut clockwise after completing the nail insertion and installing the protection sleeve to prepare for the blade insertion. After the fascia was cut and opened with the elevator, and then the protection sleeve was installed deeper, the surgeon repeated the procedure two or three times; however, it still did not work. The surgeon then tried to continue the procedure by installing the sleeve at short of touching the lateral cortex, and the guide wire was inserted. After measuring the blade length and the drilling the lateral cortex, the surgeon commenced inserting the blade. However, the compression nut and the aiming arm got unlocked again, and the sleeve and the inserter got locked this time. The surgeon unlocked the sleeve and the inserter to re-lock the nut and the arm to continue, but the surgeon had to repeat the unlocking-locking several more times. There was a twenty (20) minute delay in the surgery. No patient harm was reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device manufacturing evaluation was performed ¿ the product was returned in a packaging different from the original packaging. The laser etching was readable. There are slight traces of utilization visible. A function test with all involved items (03.010.406, 356.817 and 356.818) was performed, with the result: passed. The reason for the claimed problem (¿buttress compression nut and the reported pfna aiming arm became unlocked due to the protection sleeve being pushed back¿) could be that the design of the locking device is an older version with an older design. This design was changed in september 2011. The complaint is not confirmed, because the function test was passed. Based on the results of this test and the DHR-check the complaint is rated as not valid from manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.